Manufacturer narrative:
(B)(4). Additional information requested and obtained: what is the typical cartridge selection used by the surgeon? Green, gold, blue. Were any issues noted with staple formation in initial procedure or reoperation? No. When was the bleeding identified? During surgery. Was the site of the bleeding identified? Yes. Is the amount of blood loss known? No. What is the current patient status? Unknown.

Event description:
It was reported that after a sleeve gastrectomy procedure the patient bled post operatively. The patient was reoperated on. It was unknown if a blood transfusion was required. It was unknown at which staple line the bleed occurred. The surgeon uses evicel over all of his staple lines. No buttressing material was used and the staple lines were not over-sewn. It was unknown how long after the procedure the bleed occurred. The patient's current status is unknown.